Event description:
It was reported that during a follow-up, both the atrial and ventricular leads noted to have noise. Patient was asymptomatic. The physician elected to extract both leads. Patient¿s condition was stable.

Manufacturer narrative:
External insulation abrasion was noted at 14.0-14.5 cm from the connector pin breaching the outer insulation and exposing the outer coil, consistent with lead friction to the device can. This caused the observation from the field of noise.